Event description:
Report rec'd of IV tubing leak and air noted in the tubing during use. The pt was receiving 3 in 1 tpn order for 1540cc to run continuous over 12 hours. Depending on nutritional status, the tpn rate could vary from 12-14 hours with no taper up and 2.5 hour taper down but volume remained at 1540cc. The pt was not receiving oral nutrition. The pt reportedly had two incidents of the tubing leaking from the blue foil area of the filter cartridge while in use during march 6-17. The tubing was changed to resolve the problem. There was no report of pt harm or infusion delay. Reportedly, there were three incidents of air noted in the IV tubing below the cassette, with no air-in-line alarms from the infusion pump, during march 20-24. In the first two reported incidents, the pump was stopped and the tubing changed with back-up supplies in the home. There was no report of adverse symptoms, no apparent pt harm, and the infusion was completed without further incident. In the third incident, the family was unaware if air had infused into the pt and transported pt to the physician office the next day, 3/24, for evaluation. The physician reportedly found no apparent signs of air injection or harm and there were no new medical interventions. The home health agency changed from the abbott pump to a cad tpn pump. Per the family request, an abbott aim pump was placed back in use with a different lot number of tubing on 3/30. The agency has begun use of IV sets with an add on filter and have no further reports of problems. No further info is available.